Manufacturer narrative:
Device manufacture date from march 17, 2016 to march 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused solution. The reporter stated there was an excess volume of medication (115 ml) remaining in the device after the 24 hour infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.